Manufacturer narrative:
Correction to dl extention cable serial number: (B)(4), catalog # 100, exp. Date: 07/31/2017 device available for evaluation: no. Not returned to manufacturer device date: 07/31/2016. (B)(4). Lvad pump: hw27234, catalog # 1104, exp. Date: 08/31/2018 device available for evaluation: no. Not returned to manufacturer device date: 08/31/2016 (B)(4). (B)(4) was returned for evaluation, hw27234 and driveline extension cable with lot #(B)(4) were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated pump and  driveline extension cable met all requirements for release.  Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing. The reported event was confirmed via review of controller log files which revealed vad disconnect alarms on december 21, 2016 indicating that the driveline had been disconnected from the controller. Log file analysis of (B)(4) revealed 9 electrical fault alarms of type 'sys_front_phase_b_open' recorded beginning on december 20, 2016 indicating that the pump was running on a single stator only likely due to multiple factors including but not limited to contamination of the driveline connector, improper connection between the driveline and controller. A vad stopped alarm was recorded at 10:53:09 indicating the pump failed to start after 30 attempts. Heartware has initiated an internal investigation which is currently investigating events related to pump not being able to restart. The pump finally started at 11:07:39 on (B)(4). Of note, per the event details, the pump worked without issues once the driveline extension cable was reconnected to the controller. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the "vad disconnect" event may be attributed to physical disconnection of the driveline from the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) system outlines proper usage of the driveline extension cable. The driveline extension cable should be used only during the pre-implant wet test to keep the non-sterile controller isolated from the sterile field. The driveline extension cable is not intended to be used after the pump is implanted in the patient. In addition, the IFU provides guidelines to help the user to detect and react to the hvad pump stopping and unsuccessfully restarting. Moreover, heartware clinical operator training further educates healthcare practitioners about product safety, alarm management, and hvad support. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. (B)(4) - driveline extension cable / catalog number 1104 / expiration date 31aug2018. Not returned to manufacturer MFR date: 31aug 2016.

Event description:
It was reported that the vad coordinator reported that the controller of the patient had a critical alarm that read "vad stopped-connect driveline." The patient was in intensive care unit (ICU) during the event and the driveline extension cable was not removed. They discovered that the extension cable was disconnected from the controller. It has been reconnected to the back-up controller and the pump worked again. Vad coordinator removed the extension cable. No additional information provided.